Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data did not reveal any evidence suggestive of short battery life. There were several ¿low battery¿ warnings recorded due to normal battery wear. The pump and the returned battery cap were intact and without damage. The returned battery cap secured properly to the pump and the pump powered on normally. Ez-prime steps were successfully performed. Electrical current draws were evaluated and found to be within specifications. The pump was exercised for 24 hours without any power issues. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged short battery life issue.